Event description:
A talent abdominal stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The vessels were excessively tortuous and severely calcified. It was reported that the delivery system could not be advanced though the vessels, and the catheter ended up kinking. The physician removed the device from the pt and then used dilators to insert another talent device, which was able to be advanced and deployed without issues. No clinical sequelae were reported, and the pt is fine. The kinked talent device was discarded after the procedure.

Manufacturer narrative:
(B)(4): evaluation results and conclusions: excessively tortuous and severely calcified vessels.